Event description:
It was reported that on an unknown date in (B)(6) 2023, a patient received a novasure procedure and 8 days post procedure, the patient was reported as not feeling well, at 15 days she was instructed to go to the emergency room and it was determined that the patient was septic. Blood cultures came back ¨ for group a endometritus ¨ and an emergency hysterectomy was performed. No other information is available.